Event description:
It was reported that during a appendectomy procedure, there was an error sound and it was felt that the device took longer to coagulate and cut. The tissue pad fell from the device outside of the patient's body. Another device was used to complete the case. No adverse consequences to the patient were reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.